Event description:
It was reported that during a da vinci s total benign hysterectomy procedure the grasping retractor instrument cable was noted to be in a loop. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was broken. The clevis did not exhibit any damage or wear marks but the cable segment along with the crimp was missing. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.